Event description:
It was reported that during an unspecified procedure, a guide wire fracture occurred. Upon attempting to insert the 0.035 jag precursor guide wire through the flush port of an unspecified endoscope, resistance was encountered and the guide wire fractured at an unspecified location. The guide wire was able to be removed "with no harm to the pt". It was not known how the procedure was completed.